Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the cover screw got locked on the implant and couldn't be removed, which resulted in the implant being removed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 8mm length (ct318) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs of use, damaged external threads from the removal process. Implant measured with caliper and dimensions are correct. Based on the evaluation, and functional testing, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specification and conforming when it left zimmer biomet. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number (1256880) for similar events and no other complaint was identified. Functional testing to recreate the reported event; verified the cover screw was unable to be removed. A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely cause determined from the investigation is customer uses inappropriate surgical or restorative protocol resulting in implant being placed or restored contrary to the instructions for use and leads implant breakage. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.